Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a lead integrity alert was triggered on the device while the patient was swimming. It was further reported that the alert was caused by a faulty ground with the pool light and that this has occurred previously. The device parameters were reprogrammed to pre-alert settings. No patient complications have been reported as a result of this event.